Event description:
Department medics responded to a cardiac call; the pt had a history of cardiac problems and had just refused bypass surgery. The pt was apneic and pulseless when crew arrived. Defibrillation electrodes were attached to the pt, the device attempted to analyze the pt's rhythm. Reportedly, the device indicated motion and would not analyze the pt's rhythm. The medics had been moving furniture in the room to gain better access to the pt. All activity was stopped, each time the device attempted to analyze the pt's rhythm the device indicated motion stop motion. The device was attempting to analyze so often the crew were unable to perform CPR between the analysis attempts. The device was turned off and CPR was started. The als crew arrived on scene, the pt was transferred to their device; a shock was delivered to the pt. The pt was not resuscitated. The device was removed from service pending evaluation by medtronic ers.